Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that a minimum fill notification occurred. The customer declined further troubleshooting with tandem technical support regarding the minimum fill, therefore no additional information could be obtained. Customer's blood glucose level was 367 mg/dl.